Event description:
On 02/03/2010, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the pt underwent cardio vascularization procedures and bypass surgeries in or about (B) (6) 2008. In approx (B) (6) 2008, the pt was administered heparin while admitted at the medical center and began to have symptoms consistent with the hypersensitivity-type adverse reactions from contaminated heparin. Upon info and belief, on at least one occasion, the heparin administered to the pt was alleged to be contaminated heparin. Physical injuries sustained by the pt included abdominal pain, chest pain, dizziness, nausea, and exacerbation of a pre-existing condition.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.